Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 event site name due to character limitations hca- (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 (w/vasoshield) c-ring didn't look right and looked to have a burr or slight bend on the clear tube part that supplies water to the c-ring for scope wash. When harvester attempted to retract the c-ring into the harvesting cannula, the clear rube kinked not allowing the c-ring to be retracted into the harvesting cannula. The device was not used in the patient, and a new device was opened to perform the procedure. There was no procedural delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 05/16/2024. An investigation was conducted on 05/22/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device. The cannula and c-ring were observed to be intact. The scope wash tube was observed to be kinked and bent at the center of the scope wash tube. The blue toggle of the cannula was manipulated to retract and extend the c-ring. The c-ring would not fully retract into the cannula due to the kink in the scope wash tube. The scope wash tube broke during the manipulation of the toggle to retract and extend the c-ring. The scope wash tube inside the cannula was not moveable. An engineer evaluation was conducted on 07/30/2024. The complaint was confirmed for material twisted/bent, mechanical. During an initial investigation by the complaints department it was observed that the plastic arm of the c-ring was bent. As the evaluation for the retraction was performed, the plastic arm of the c-ring broke and it was noted that the part inside the cannula was not moveable. The evh cannula subassembly (cv000001058) was disassembled to investigate the tube with rib (cv000002714) and the scope wash tube (cv000004439). Upon closer investigation it was observed that the tube with rib (cv000002714) was not traveling freely through the scope wash tube (cv000004439). The tube with rib was stuck in the scope wash tube thus preventing extension/retraction of the c-ring. There were some visible signs of potential evidence of adhesive which adhered the tube with rib to the scope wash tube. Based on the returned condition of the device as well as the evaluation results, the reported failures' material twisted; bent scope wash" and "mechanical problem" were confirmed. The lot number was not provided by the complainant; therefore, the complete UDI number cannot be provided. A ship history was performed to the account, there is no evidence that anything was shipped to the account prior to the aware date. Specific actions for the reported failures modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.